Event description:
It was reported that the customer received a button error alarm on the insulin pump while grocery shopping. Her blood glucose level was 6.7 mmol/l. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
A button error alarm occurred and the buttons were not responsive, due to corroded keypad traces.the insulin pump was received with cracked display window corner, reservoir tube lip, and minor scratches on the cracked display window.